Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The device's on/off button/lid latch was physically damaged and kept the device from powering on. The device was out of warranty, and the customer declined further evaluation. The customer requested to have the device returned to them without being further evaluated or repaired. Further root cause could therefore not be determined. The cause of the reported issue was due to the on/off button/lid latch being physically damaged.

Event description:
The customer contacted physio-control to have their device checked after it had been stolen and had been found again. During device evaluation, physio observed that the device's on/off button was not working. The device would not power on. There was no patient use associated with the event.